Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Valve has a crack. Drainage could be still done. Valve was replaced. Catheter is implanted since (B)(6) 2015. Drainage is being performed by a healthcare provider. No patient harm.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. The returned valve was confirmed for cracked at the cap end of the valve. Since lot number was not provided, device history records review could not be performed. Upon inspection of the returned product, it was confirmed there was a small crack on the side of the valve¿s small body where the valve cap would attach to. Lot number was not provided for traceability for DHR review into supplier investigation. Historical trends did not identify any material molding defect or design issue from supplier ((B)(4)). In addition, all purchased pleural valves were 100% inspected during in-process manufacturing assembly of the catheters. 100% functional leak tests were also performed for any possible issue prior to the release of products. It would less likely that a crack of this size would pass through carefusion rigorous inspection. Therefore, probable root cause is undetermined. Since probable root cause was undetermined, no corrective action will be performed. Carefusion will continue to monitor and trend of such defects. Carefusion will take proactive action to contact supplier in regards to this issue and initiate employee awareness training in regards to this issue.